Event description:
Same case as MFR report #: 2134265-2010-00668, 2134265-2010-00666 and 2134265-2010-00670. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion measuring 15mm in length and 2.0-2.5mm in diameter was located in a severely calcified and moderately tortuous left anterior descending artery that contained a bend of between 45 and 90 degrees. The lesion was predilated with a 1.5x15mm maverick2 balloon that ruptured at 14 atms. A 2.25x12mm quantum maverick balloon was advanced to the lesion and ruptured at 16 atms. Another 2.25x12mm quantum maverick balloon was then used to predilate the lesion. A 2.25x16mm taxus liberte drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. A second 2.25x16mm taxus liberte drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was also noted. The procedure was completed by deploying a 2.25x12mm taxus liberte drug eluting stent in the lesion. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The struts on rows 1 to 2 from the distal edge were raised. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination also found tip damage. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. No additional product analysis or external evaluations were performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-00668, 2134265-2010-00666 and 2134265-2010-00670. It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed de novo lesion measuring 15mm in length and 2.0-2.5mm in diameter was located in a severely calcified and moderately tortuous left anterior descending artery that contained a bend of between 45 and 90 degrees. The lesion was predilated with a 1.5x15mm maverick2 balloon that ruptured at 14 atms. A 2.25x12mm quantum maverick balloon was advanced to the lesion and ruptured at 16 atms. Another 2.25x12mm quantum maverick balloon was then used to predilate the lesion. A 2.25x16mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. A second 2.25x16mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was also noted. The procedure was completed by deploying a 2.25x12mm taxus liberte' drug eluting stent in the lesion. No patient injuries or complications occurred. Patient status is satisfactory.